Event description:
Information received by medtronic indicated that the customer passed away of (B)(6) 2023 and reason for death is unknown. Troubleshooting was not performed and no further details has been provided. No further patient complications were reported. The customer discontinued using the device and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023 , there is no unexpected alarms/suspends and no bolus recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Daily total of all insulin delivered: 168000 (16.8 u). Daily total of basal insulin delivered: 168000 (16.8 u). Daily total of bolus insulin delivered: 0 (0 u). In further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends and no bolus recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2022 listed on smartsolve. Daily total of all insulin delivered: 122500 (12.25 u). Daily total of basal insulin delivered: 122500 (12.25 u). Daily total of bolus insulin delivered: 0 (0 u). Please see below for pump errors/alarms noted 1 week prior to the event dates (B)(6) 2022 and (B)(6) 2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2022 15:40:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2022 15:50:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2022 15:53:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2022 16:03:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 00:44:39.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 03:04:17.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 03:04:49.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected occlusions or insulin flow blocked alarm noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on hw (pcba 1/pcba 2). Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2022 listed on smartsolve and the days prior to the event date. On (B)(6) 2022, daily total of all insulin delivered: 164750 (16.475 u). On (B)(6) 2022, daily total of all insulin delivered: 183000 (18.3 u). On (B)(6) 2022, daily total of all insulin delivered: 181500 (18.15 u). On (B)(6) 2022, daily total of all insulin delivered: 168000 (16.8 u). On (B)(6) 2022, daily total of all insulin delivered: 166250 (16.625 u). On (B)(6) 2022, daily total of all insulin delivered: 178250 (17.825 u). On (B)(6) 2022, daily total of all insulin delivered: 168000 (16.8 u). On (B)(6) 2022, daily total of all insulin delivered: 188000 (18.8 u). On (B)(6) 2022, daily total of all insulin delivered: 221000 (22.1 u). On (B)(6) 2022, daily total of all insulin delivered: 122500 (12.25 u). Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2023 listed on smartsolve and the days prior to the event date. On (B)(6) 2023, daily total of all insulin delivered: 290250 (29.025 u). On (B)(6) 2023, daily total of all insulin delivered: 350250 (35.025 u). On (B)(6) 2023, daily total of all insulin delivered: 195000 (19.5 u). On (B)(6) 2023, daily total of all insulin delivered: 235500 (23.55 u). On (B)(6) 2023, daily total of all insulin delivered: 209000 (20.9 u). On (B)(6) 2023, daily total of all insulin delivered: 257000 (25.7 u). On (B)(6) 2023, daily total of all insulin delivered: 277750 (27.775 u). On (B)(6) 2023, daily total of all insulin delivered: 179250 (17.925 u). On (B)(6) 2023, daily total of all insulin delivered: 168000 (16.8 u). On (B)(6) 2023, daily total of all insulin delivered: 168000 (16.8 u). Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on hw (pcba 1/pcba 2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.